Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation pectus system janton 12" ti pectus bar, catalog #: pt-2710, lot #: 857000, therapy date: (B)(6) 2018. Report source - foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2019-00001.

Event description:
It was reported a revision was performed due to a pectus bar migration. The first implanted bar and stabilizer were removed and a new pre-bent 12.5 inch titanium bar and stabilizer were implanted. The procedure went well. The surgeon stated the reason for the bar migration is that the bar was too short for the patient. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of patient scans, design input form (dif) and evidence that a revision was performed. Functional testing and inspections could not be performed due to the parts not being returned. Also, there were no photographs, x-rays, or physician reports provided. Based on the information provided, the surgeon confirmed the original 12" bar size by approving the design based on the patient's scanned anatomy. However, the bar was designed on 15 month old scans (bar dif received in sep 2018 and scan dated 26 jun 2017). Based on the age of the patient at the time of the scan (16 years old) it is possible that she had not reached skeletal maturity which could lead to potential changes in anatomy at the time of implantation. Also, since the new bar implanted was 12.5", another potential cause could be the original bar was placed too far superior or inferior to the location used in the design. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report g4 date received by manufacturer g7 type of report h2 follow up type h6 method code h6 results code h6 conclusions code h10 additional narratives/data multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00001-2.